Event description:
Patient reported neither the patient programmer nor the recharger was able to communicate with the neurostimulator. The recharger displayed a "warning" screen and the pt programmer displayed a "poor communication" screen. The pt was instructed to start a physician recharge mode. Patient was instructed to wait one hour or until screen clears, then initiate recharge session. The patient was instructed not to turn on the stimulation until the neurostimulator battery level reached 25-50%. Later that same day the pt reported patient programmer displayed "call doctor" screen, power on reset, and is unable to recharge. Manufacturer advised patient to contact hcp. Manufacturer rep reported the pt's neurostimulator was discharged. A power on reset was displayed on both the recharger and the pt programmer. The patient had been without stimulation for two days and had a low battery warning. Manufacturer rep initiated a physician recharge mode to reset the neurostimulator with no success; the patient had done this in the morning for one hour. Rep attempted normal recharge session after initiating reset of device and then rec'd normal recharge screen. Manufacturer advised charging for 1/2 hour before clearing power on reset.